Manufacturer narrative:
Final analysis found normal battery depletion.

Event description:
It was reported that the pulse generator's battery data could not be read. Device replacement would be scheduled due to the device being close to elective replacement indicator (eri).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.